Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "damaged mtr knob". This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is colleague (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged mtr knob was confirmed by baxter personnel during product evaluation. The root cause was assigned to a broken manual tube release (mtr) knob. The pumphead module (phm) was replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.